Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: device photograph for the device related to the reported event of rupture was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Physician reported reporting rupture of left implant. Rupture diagnosed by MRI scan. The device has been explanted. Device will not be returned.